Event description:
It was reported that the atrial lead exhibited oversensing. The lead was explanted during an upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.